Event description:
During a correlation study the following coaguchek xs/laboratory results were obtained: 5.2 inr/3.7 inr. 4.0 inr/3.0 inr. 3.0 inr/2.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.